Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 7x daily and his blood glucose usually reads "100-110 mg/dl". The patient manages his diabetes with glyburide pills, metformin pills, actos pills and humalog insulin. The alleged issue began on the evening of (B)(6) 2012. The patient reported blood glucose results of "90 mg/dl" with the subject meter and "54 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). Prior to the alleged issue, the patient claims he felt low blood glucose symptoms of shaky and sweaty which prompted him to test. Earlier that same day, the patient alleged his blood glucose read within his usual/ normal range and denied making changes to his usual diabetes management routine. The patient drank orange juice as treatment and felt better about 15-30 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.